Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient underwent revision procedure due to pain.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: copious amounts of milk-colored, thick, metallosis-appearing debris; extensive necrosis; complete disruption of the external rotators; necrosis of the proximal femoral bone; extensive resection of the fibrous tissue around the proximal femur and acetabulum; when acetabular component removed, there was thick fibrinous tissue, thick fibrous tissue. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information the complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.